Event description:
Same case as: 2134265-2015-00607, 2134265-2015-00606. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the atlantis¿ sr pro and the sled were not able to perform the pullback function. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).